Event description:
The customer reported that the device failed to power up. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no patient involvement. The local philips service engineer confirmed the malfunction. The philips service engineer resolved this malfunction by replacing the control pca and keyscan pca. We cannot determine the cause of this malfunction since multiple parts were replaced.